Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing mr to a grade of 1. On (B)(6) 2025, the patient returned to the hospital and imaging showed the implanted clip had opened to 31 degrees, causing mr to increase to a grade of 4. On (B)(6) 2025 an additional mitraclip was performed, and one clip was implanted, reducing mr to a grade of 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported unintended movement associated with clip opened while locked could not be determined. Unchanged mitral valve insufficiency/ regurgitation appears to be related to the clip opening while locked. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing mr to a grade of 1. On (B)(6) 2025, the patient returned to the hospital and imaging showed the implanted clip had opened to 31 degrees, causing mr to increase to a grade of 4. On (B)(6)2025 an additional mitraclip was performed, and one clip was implanted, reducing mr to a grade of 1.